Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon was putting a screw into matrix sagittal split plate during a procedure on (B)(6) 2013; and the pigtail seemed to lift from the plate. This was discovered by the surgeon and removed. It was also reported the decided to leave the plate in patient and completed the surgery. There is no additional information at this time. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was not reported as explanted. Device was used for treatment, not diagnosis.